Manufacturer narrative:
An eval of the device cannot be performed. Neither the device nor additional info is available from the research facility. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "the arthroplasty was revised due to midflexion instability. The tibial and femoral components were revised. The components were implanted in situ for 2.5 y. The pt presented with a ucla score of 4 three months prior to revision surgery and a maximum score of 4." Info provided indicated that the reported device was implanted in 2007 and explanted in 2009.